Event description:
Boston scientific received information that this right atrial (ra) lead exhibited a lead safety switch. Testing of the lead revealed impedances of less than 100 ohms in bipolar and 460 ohms in unipolar. Noise was also noted on the ra channel with some oversensing, causing atrial tachy response (atr) episodes. It was noted that the lead had exhibited noise in the past as well, and this lead issue would be addressed at the device replacement within one year. The lead will remain programmed in unipolar. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.